Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during an expert asian femoral nail surgery, on the shaft reaming process, a reamer head detached from flexible shaft. It could not be removed and still remains in the patient with no reoperation planned. The procedure as completed with a delay of five to ten minutes. This report is for an unknown flexible shaft. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Year of birth reported as (B)(6); month and day unknown. This report is for an unknown flexible shaft/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.